Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) pace/sense lead exhibited noise and oversensing. It was suspected that the lead was sensing the patient's atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2008; 5524m implantable pacing lead - (B)(6) 1998. (B)(4).